Event description:
As reported via legal documentation 57 y/o female patient had a left knee replacement on (B)(6) 2019. Approximately 3 years and 7 months after the initial procedure the patient had a left knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022 diagnosis: polyethylene failure prior to surgery: patient started to have an effusion associated with polyethylene recall and workup of the effusion was negative for infection with negative esr and crp, negative for frank loosening and osteolysis on the CT scan. She was awoken and transferred to the recovery room in stable condition. No complications occurred throughout the case.

Manufacturer narrative:
D10: concomitants: 5442550 02-020-13-0225 - truliant cr cem fem cr cem left sz 2.5. 5425372 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. 5624019 200-02-32 - three peg patella 32mm. Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, g, e. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.